Event description:
Sales received the event information by email from the hospital. It was reported that an edwards valve was explanted after an approximate 5 year implant duration due to stenosis.

Manufacturer narrative:
Evaluation summary: heavy calcification is detected in the cusp area of all three leaflets. The free margins of leaflets 2 and 3 exhibit moderate calcification. Heavy extrinsic calcification covered the free margin of leaflet 1 which led to gap at the coaptation region. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue, at both aspects, and into the orifice at the greatest point by approximately 4-6mm. Host tissue is moderate to heavy at the stent inflow and the stent outflow. The wireform is exposed at the inflow aspect, most likely due to explant. The x-ray demonstrates calcification. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance related to this event. Little or no information has been provided on patient history. Additionally, the operative report was requested but has not been provided. Conclusion: the device was explanted due to stenosis. Stenosis can be due to many factors depending on the implant duration including but not limited to: calcification, thrombosis and pannus. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.